Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus sales representative stated the facility had four (4) scopes and only one scope kept coming back with a positive culture regardless of how many times the scope was reprocessed. A copy of the culture test was not available at the time of the call. The olympus representative stated it would be obtained if needed. In addition, the scope would be sent to olympus for evaluation. No additional information was available at the time of the call. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations the subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The olympus representative reported on behalf of the customer, after an endoscopic retrograde cholangiopancreatography (ercp) procedure, the evis exera ii duodenovideoscope failed routine culture tests and could not be cleaned. No other devices were involved in the event. There was no surgical delay, and the intended procedure was completed with the same device. The device was inspected prior to use to ensure the device was working properly. No patient harm reported. The scope did not fail adenosine triphosphate (atp) testing. The device was not used on a patient with a known infection of the same microorganism. The scope was cleaned and disinfected prior to culturing on (B)(6) 2021. The scope tested positive for bacillis species not anthracis. The culture method was a sterile culture with d/e neutral broth. For reprocessing, rapicide pa was used as a cleaning and disinfectant solution. The medivator dsd edge was the automated endoscope reprocessor (aer). The scope channel was being brushed during manual cleaning with an olympus single-use brush. Pre-cleaning was being performed immediately after the procedure. The scope was being leak tested prior to manual cleaning with an olympus mu-1 leak tester. No problems noted with the aer. The preventative maintenance for the aer is due february 2022. The last reprocessing in-service conducted by an olympus endoscopy support specialist was when the scopes were purchased. There had been no change in the facilities reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel were trained on how to properly reprocess an endoscope. The scope was being stored in a scope cabinet/closet hanging up.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation and third party testing of the device. After the device was returned to olympus, it was sent out for additional testing. No growth was detected from samples taken from the air/water channel, distal end/elevator mechanism, and the instrument/suction channel. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was inspected by olympus where the following defects were found: a leak between the bending section and distal end of the device, the body was dented/scratched/leaking, a crack in the bending section cover glue, a crack/dirt in the light guide lens, and play in the control knob. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and due to no growth of microorganisms at the testing facility, the positive culture cannot be confirmed. The positive culture at the facility was likely due to insufficient training for the staff on device handling and reprocessing. The defect inside the light guide lens was likely due to it's damaged created by physical stress, leading to dirt getting in. Moisture was then able to leak into the device, leading to corrosion of the inner part of the light guide lens. This event may be prevented and detected by following the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " "preparation and inspection_ inspection of the endoscope : inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Important information ¿ please read before use_ warnings and cautions : warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor the field performance of this device.